Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (netherlands) during an attempt to replace the patient's drg lead, when removing the lead one of the four contacts broke. Reportedly, the physician was unable to remove the entire lead and the broken contact of the lead remained in the patient. No further intervention was planned to remove the broken lead contact at this time.

Manufacturer narrative:
The report of lead ¿contact left in patient¿ was not able to be confirmed with product testing. Visual inspection identify the lead had extensive damage due to the explant procedure.